Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No frozen display was noted. The pump powered up properly after battery installation. The pump was received with operating currents within specification. No battery out limit alarms were noted. The pump was received with the back light functioning properly. The pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump locked up when attempting to delivery a bolus. The customer removed the battery and replaced it and received a battery out of limit alarm. The customer reported that the buttons were unresponsive and the back light was stuck on. The customer switched the batteries back and forth and stated that the insulin pump said battery change too slow and the alarm would not clear. The blood glucose reading was 214 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.